Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma and rupture.

Event description:
Patient reports they have experienced pain, rupture and seroma of an unspecified side. It is unknown if the device has been explanted.